Event description:
It was reported that the brake malfunctioned. The 70% stenosed target lesion was located in mild tortuous and moderately calcified vessel. A 1.50mm rotapro was selected for atherectomy. During the procedure, it was noted that the wire was not held in rotablation mode and could not be pushed back and forth. The brake did not hold the wire during rotablation. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the brake malfunctioned. The 70% stenosed target lesion was located in mild tortuous and moderately calcified vessel. A 1.50mm rotapro was selected for atherectomy. During the procedure, it was noted that the wire was not held in rotablation mode and could be pushed back and forth. The brake did not hold the wire during rotablation. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
B5 describe event or problem: corrected. H6 device codes: corrected.